Event description:
It was reported by a surgeon that he connected a generator model 103 to a lead in new implanted patient and received eos=0. The surgeon indicated that the generator was on the back table while electrocautery was used and the generator was not in the operating room until it was ready to be used. Furthermore, the nurse in the operating room indicated that the store room where they keep all generators and it is at normal room temperature. The surgeon added that they had trouble with attempting to interrogate the generator initially before implant saying they tried 4-5 times to interrogate it. At the moment good faith attempts to obtain the reported generator returned to the manufacturer have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.